Event description:
Patient was revised to address loosening of the poly liner. It was reported that the patient fell. Poly wear was noted intra-operatively. Examination of the products revealed that the patient had disassociated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.